Event description:
Pt was confused at times, had a room near the nurses station & a bed alarm in place. Nurses were at the station at 0430 when they heard a crash, entered the room and found the pt on his right side on the floor. The bed alarm did not sound. He had right forearm and elbow skin tears & complained of right hip pain. An x-ray confirmed a hip fracture & surgery was required.